Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that adhesive discs did not work to resolve the coupling issues. The caller stated that the recharger antenna had been replaced in the past and the patient had lost weight. The caller stated that the issue was not the antenna, but the recharger. The caller stated that they did x-rays and checked the internal implant and the implant had not moved. The caller stated that it took forever to charge and it was reviewed that coupling could affect recharging time. A replacement recharger was sent. No further complications were reported or anticipated.

Manufacturer narrative:
Event date year valid only (2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger belt was broken and stretched out. The caller stated the patient had issues recharging and issues with the recharger. The caller stated the past 3 months the recharger said fully charged, but it was because when sitting down coupling boxes moved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004 serial# unknown. Product type recharger product ID 97754 serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger belt was broken and stretched out. The caller stated the patient had issues recharging and issues with the recharger. The caller stated the past 3 months the recharger said fully charged, but it was because when sitting down coupling boxes moved. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that adhesive discs did not work to resolve the coupling issues. The caller stated that the recharger antenna had been replaced in the past and the patient had lost weight. The caller stated that the issue was not the antenna, but the recharger. The caller stated that they did x-rays and checked the internal implant and the implant had not moved. The caller stated that it took forever to charge and it was reviewed that coupling could affect recharging time. A replacement recharger was sent. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the ins was difficult to charge. The rep stated that they met with the patient last month and things were working normally. The rep said that today they thought that they were going to need to do a physician mode recharge (pmr) because the patient wasn't able to communicate with the ins. The rep said they tried to do a pmr and the ins started charging normally right away. The recharger was showing that it connected to the ins but 0 coupling boxes were filled in. The patient claimed to charge for 2 hours and the ins didn't take a charge. The rep stated that they were directly over the implant and now it was showing 2 coupling boxes. The rep stated that the ins felt like it was not deep. The rep said that the battery moved back and fourth and they deemed that to be "like a normal ins". The rep stated that the insr made a click noise and all 8 boxes were filled in. The rep stated that the ins may be a little tilted. The patient reported to the rep that the ins was turned on/off several times over the past several months because the patient was in and out of the hospital and since that the charging has been wacky. It was noted that troubleshooting resolved reported issue. At the conclusion of the call, the insr was coupling properly with the ins. The rep indicated that they would continue charging with the patient and would also have the hcp evaluate the ins pocket. No further complications were reported or anticipated. Additional information was received from a manufacturing representative and it was reported that the patient would be having their battery replaced to the new system due to charging issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID pnma01411a004, lot# / serial# unknown. Product type recharger, product ID 97754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and it was reported that the patient seemed to be using the device currently with no complaints. They were scheduled for a replacement to intellis, which they cancelled. No further complications were reported or anticipated.